Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in motor was detected by reading and another multiple error. The patient¿s blood glucose level was 140 mg/dl at the time of the incident. Customer stated they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test. Device received with a drive count or time values or changes incorrect for moving or coasting error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to drive count or time values or changes incorrect for moving or coasting error alarms. An error in the motor was detected by reading unexpected value from hall sensor error alarm unknown